Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields:h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes, medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) battery status is empty. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, e1, e2, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found power supply assembly was defective. Fse stated no repair is yet carried out and no response yet received on contract renewal from the customer. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported during routine check that cs100 intra-aortic balloon pump (iabp) battery status is empty. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. A getinge field service engineer (fse) evaluated the unit and found power supply assembly was defective. Fse stated customer wont be going for contract renewal or purchase of the spare instead they have bought 3 new machines.

Event description:
N/a